Event description:
It was reported that the occlusion was too low. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Top case cracked by label(chemical) and right plunger case was cracked. No apparent contamination. Multiple occlusion check infusion line messages appeared in the history log. Premature occlusion was found during occlusion test and the force reading was out of specification at 0.00 pounds (lbs) and the force reading was 4.46 lbs. The root cause of the reported issue was found to be normal wear related to force sensor reading was out of specification, which was causing the premature occlusion. Performed preventative maintenance and all functional tests which passed.